Manufacturer narrative:
(B)(4).

Event description:
It was reported "during insertion, the first intra-aortic balloon (iab) would not advance into the femoral artery and into the aorta. They had done a negative prep on the balloon; the patient was a small patient and they were not using a steep angle of insertion. There was no difficulty advancing the guidewire. Unable to advance the balloon over the wire into the femoral artery into the aorta. As a result, they removed the first iab and then tried to go in without a sheath and still did not get the balloon in. They then got a second iab, they used a 7 french dilator and then were able to insert the iab through a sheath into the left femoral artery. The pump and iab are functioning appropriately. There was no patient death, serious injury or complications reported. Patient current condition reported as critical.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab tight over guide wire is not able to be confirmed. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported "during insertion, the first intra-aortic balloon (iab) would not advance into the femoral artery and into the aorta. They had done a negative prep on the balloon; the patient was a small patient and they were not using a steep angle of insertion. There was no difficulty advancing the guidewire. Unable to advance the balloon over the wire into the femoral artery into the aorta. As a result, they removed the first iab and then tried to go in without a sheath and still did not get the balloon in. They then got a second iab, they used a 7 french dilator and then were able to insert the iab through a sheath into the left femoral artery. The pump and iab are functioning appropriately. There was no patient death, serious injury or complications reported. Patient current condition reported as critical.